Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo indicated tubes with slightly larger than normal droplets of silica suspension on the tube wall. The indicated failure mode for additive abnormality was observed however, this is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes that one (1) tube had white matter attached to the inside of the tube wall. There was no health impact or consequence reported.